Event description:
Patient was revised to address metal wear (black tissue - metalosis) and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the glenosphere part and lot number combination; one prior report for the cup part and lot number combination. However, review of the as400 system show that 40 other devices from the reported cup lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.